Manufacturer narrative:
On 02/26/2016 software investigation completed. Findings are that the reference frame was bumped by the surgeon after registration and the surgeon decided to account for the shift. Software is functioning as designed. On 03/01/2016 a medtronic representative performed a navigation system check-out, all areas passed. System performed as intended. On 03/02/2016 a medtronic representative conducted regarding proper fiducial placement at the site.

Event description:
A medtronic representative reported that, while in a cranial posterior tumor resection procedure, the surgeon alleged an inaccuracy. The surgeon had performed a touch-n-go registration and the tumor was outside the yellow sphere of accuracy. The medtronic representative deemed the fiducial placement was poor, as most of the fiducials were placed anterior and only one was placed posteriorly. Then when they were going sterile, the surgeon bumped the reference frame and felt it move. The surgeon checked accuracy after completing going sterile and deemed being 1 centimeter inaccurate. The surgeon decided not to re-register the patient and continued the procedure with the knowledge of the inaccuracy and taking the inaccuracy into account. During resection, there was a lot of blood loss but no other patient impact. Surgeon stated the blood loss was due to vascular nature of the tumor, not his inaccuracy. The surgeon completed the procedure with the use of the navigation system. Delay in therapy was less than one hour. There was no impact on patient outcome.